Manufacturer narrative:
The investigation determined that the service action resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The chloride electrode lot number is avg99. The customer replaced the electrodes when performing maintenance and cleaned the drain port. When the technician was performing calibration, she received errors. A field service engineer (fse) determined that the acid wash was not dispensing from the rinse bead properly. The fse replaced the tubing from the vacuum bottle to the valve for acid. They completed a 20-cup precision test that passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable chloride electrode result from the cobas 6000 c (501) module. The initial chloride result was 112 mmol/l, and the repeat result was 101 mmol/l. The sample was repeated on another c501, and the result was 97 mmol/l. The repeat result was deemed to be correct. The initial result was repeated because the technician found the results to be incompatible with life and did not release the results outside of the lab.